Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that the cause of the pain at the ins site was device moving was due to programmer and for resolution, the redid the programming and the ins was now working well. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor it was reported that patient had pain at the ins site and that the ins had moved. No further complications were noted or anticipated.